Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent an orif with the drill bit in question for the femoral. Retrograde femoral nail advanced (rfna) had already been implanted in the patient at another hospital. The dynamic hip system (dhs) was fixed with rfna by overlapping. The surgeon thought that the cortical screw at dhs shaft part could be passed through the locking screw hole at the proximal rfna and attempted to insert it. However, the drill bit in question interfered with the nail and was broken off. The broken drill bit remained in the patient, and the surgeon decided to leave it in place. Then, the rest of the procedure was proceeded. The surgery was completed successful without any surgical delay. According to the surgeon, drilling was continued, although the drill bit interfered with the nail, causing an abnormal load to be applied and breaking the nail. No further information is available. This report is for one (1) unk - nails: rfna this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.